Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal piece from the jaws came apart from the tip which caused bleeding because the cautery did not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal piece from the jaws came apart from the tip which caused bleeding because the cautery did not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Adverse event/product problem: corrected from "product problem" to "adverse event & product problem." Type of reportable event: corrected from "malfunction" to "serious injury." Internal complaint # trackwise #: (B)(4). Autonumber #: (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Charred tissue buildup was observed on the jaws. A visual inspection was observed. Blood was observed on the harvesting tool handle. The heater wire was observed to be detached from the tip of the hot jaw and flexed away and twisted. The heater wire was observed to be attached at the base of the hot jaw. There were no defects observed to the silicone insulation of both the cold and hot jaw. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions. The device did activate but was unable to transect tissue five (5) times with cautery failure observed. The device only transected the tissue two (2) times due to the extreme damage of the heating element. Therefore, the device would be unable to provided a complete cut of the reference tissue due to the deformed heater wire. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, both reported failure modes "failure to cut" and "material twisted/bent; jaw" were confirmed.